Event description:
The customer reported that the system's images were not being displayed properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative tightened the system's connections and tightened the components on the video cards. The system was tested and found to be working as intended and put back in service.